Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involved.

Event description:
Bd quality advocate. This notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). Case description: biomed tech. Called in for help on error code 354-6770 on syringe unit. Failure device type: alaris system instrument. Failure problem type: 8110. Failure mode: troubleshooting/ error codes. Case resolution: confirm to tech. The error cod e354-6770 has to do with the pressure sensor circuit test failure on syringe, will need to be replace confirm part number for pressure sensor board & also price quote for level one & level two repair. (B)(4).